Manufacturer narrative:
Additional information: the device was received for evaluation contaminated with blood. Due to the nature of the sample, the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. The causer of the reported conditional could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking. It was further reported that the device had blood dripping from the patient's intravenous (IV) line with heparin infusion running. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.